Event description:
The customer reported that the spike of the transfer set was separated from a bag port of the twin-bag during draining. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not available and the sample was not returned for evaluation, therefore, a device analysis could not be performed. The issue was not confirmed and the cause could not be determined. If additional or relevant information becomes available, a supplemental report will be submitted.